Manufacturer narrative:
The customer did not return the unit. The customer replaced rt12 rotors to resolve the issue. (B)(4).

Event description:
The customer reported a rt12 rotor for a ssvt-1 centrifuge unit broke apart during centrifugation and resulted in small pieces which did not escape centrifuge. The safety shield was in use at the time of the event. The customer confirmed that safety shield was in use and safety shield did not open and blood sample tubes did not break. There was no blood spill inside the ssvt-1 centrifuge. There is no report of injury to the operator, exposure, and medical attention due to this event.